Event description:
Siemens was notified on (B)(4) 2012 that the customer downloaded an imrt plan from rtt to the control console. The first segment was delivered completely and correctly. Prior to the delivery of the 2nd segment an error occurred on rtt, which caused a treatment cancellation. The customer then tried to do an in-session resumption on txvis. Instead of starting with the second imrt segment, the first segment was downloaded to the control console again. The same problem occurred again. The user tried to resume the treatment again, thinking that one segment after the other would be delivered. However it was the first segment being delivered over and over again. When the customer noticed that it was the same segment being delivered, it was already delivered 12 times. Therefore one imrt segment with 18.6 mu was delivered 12 times in one fraction instead of only once. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012 and this MDR is being mailed on august 22, 2012. Siemens' investigation into the reported event revealed errors in the customer's workflow. The user had problems in finding the reference image for position verification. The user tried to apply a work around known from similar problems in past sw versions however it did not help and the user continued treatment without position verification. When the user tried to apply the work around the series containing the treatment record was also deleted by mistake. As a consequence, the (B)(6) rt therapist (B)(6) could not write the treatment record after successfully treating the first segment and the system displayed an internal error message, which asked the user to contact siemens customer service. Instead of contacting the siemens customer service, the user resumed treatment. As the already delivered segment had not been recorded due to the user error described above, the same segment was selected for treatment again. The user did not check the correct setup of the next segment and continued treating the same segment again and again although the same error message was displayed each time and the user had to resume treatment each time. Siemens is working on a sw improvement that will abort the workflow and prevent from continuing treatment in case this 'internal error' occurs. Customer address: (B)(6).